Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed due to decreased sensitivity issue and high capture threshold on the right ventricular lead. The lead was capped and replaced with a leadless pacemaker on (B)(6) 2018. Patient was in stable condition.

Manufacturer narrative:
Correction needed. Date of the event is unknown.

Event description:
New information states that the undersensing was first noted when the patient was admitted at the hospital. No specific date was provided.